Event description:
It was reported before using the bd vacutainer® k2e 3.6mg plus blood collection tubes there were 10 devices with a missing tube label. There were an additional 190 devices with partially peeled or folded labels. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary photos of 200 customer returned samples were provided for investigation. The photos were reviewed and the indicated failure modes of wrinkled, peeled, and missing tube labels were observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issues of wrinkled, peeled, and missing tube labels were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes wrinkled, peeled, and missing tube labels. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® k2e 3.6mg plus blood collection tubes there were 10 devices with a missing tube label. There were an additional 190 devices with partially peeled or folded labels. There were no health consequences or impacts reported.